Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the total daily dose limit had been met due to the time and date being incorrect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump histories showed a pump reboot on (B)(6) 2018. When pump was powered back on, the time/date reset to factory default setting. The data was manually set to (B)(6) 2018, however, the time was never corrected. Due to the time not being corrected, the pump emitted a eaw 165- exceeds max tdd limit. The pump was exercised for 24 hours successfully with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and total daily dose showed 24.0u. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a battery compartment crack.